Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the luer connector separated from the cartridge during sleep, and the user could not initially remove the cartridge and adapter from the ilet despite attempting mechanical removal with tools; blood glucose was reported as 132 mg/dl without hyperglycemia or hypoglycemia, and no alarms occurred. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of ilet therapy with transition to backup therapy using an alternative insulin delivery system. Investigation included troubleshooting and user education. Investigation of this case revealed that the user subsequently removed the cartridge, restored device function by charging, and elected to continue using the original device and received replacement luer adapters. It was concluded that the event involved a cracked or broken connector resulting in a device component failure without patient harm.